Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes that two (2) tubes broke during centrifugation. The contents sprayed from the tubes and contaminated the centrifuge. There was no health impact or consequence reported.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes that two (2) tubes broke during centrifugation. The contents sprayed from the tubes and contaminated the centrifuge. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received five photos for investigation. The customer-reported defect is seen in all five photos. Additionally, 30 retained samples were visually inspected for damages, and none of these samples showed the reported defect. Furthermore, another 10 retained samples were visually inspected for brittleness, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.